Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, while advancing a pod8 into a lantern delivery microcatheter (lantern), the physician inadvertently kinked the pod8 pusher assembly; therefore, the pod8 was removed. The procedure was completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.